Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the pump received unexpected restart. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that he was using pump from over than an year and from last two months he was hospitalized and then previous day of reporting he tried to restart the pump by inserting new battery however he had trouble in restarting it. The customer called to resolve unexpected restart alarm, however he could not complete the troubleshooting. The insulin pump will not be returned for analysis.